Event description:
Baxter received a complaint from a user facility involving the automix 3+3 compounder. According to the facility, the device's gray station was running out to early. Gray station was running 660 ml pool in the source container with a programmed amount of 89ml. The specific gravity that had been set was an average of 1.11. The customer involved medical information for specific gravity. They did the math and informed customer that the specific gravity by the math should be 1.16. There was no patient impact. There was no patient involvement. No further information was available.

Manufacturer narrative:
(B)(4) - a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). The reported issue of over delivery without alarm, other was not confirmed. The visual examination of the unit did not confirm the issue. The root cause was undetermined. A service history review revealed no previous service events were related to the reported condition.